Manufacturer narrative:
14 september 2021 was incorrectly entered in section g3 of the inital 30-day FDA 3500a report. The actual date is 22 september 2021.

Manufacturer narrative:
Based on the information provided by the complainant, the patient tissue samples involved in this event were derived from the "factory 12hr xylene standard" protocol comprising 125 cassettes, which started in retort b at 14:30pm on (B)(6) 2021 and failed at 22:56pm on (B)(6) 2021 during step 6 (fifth dehydration step) of the protocol, when event code "104" was generated. This event code indicates that the bottom lls in retort b unexpectedly indicated reagent in the retort at the completion of a drain, although the pressure in the retort had decreased sufficiently to suggest that retort was empty. Both the local and remote alarms were activated at 22:56pm on (B)(6) 2021 when the "factory 12hr xylene standard" protocol failed. The 125 cassettes from the "factory 12hr xylene standard" protocol started in retort b at 14:30pm on (B)(6) 2021 remained in the retort filled with reagent from bottle 8 (ethanol) at 97.1% for approximately 8 hours and 19 minutes, until a user accessed the retort to retrieve the samples at 07:15am on (B)(6) 2021 when the retort was drained. Details of the regimen used to continue processing of the patient tissue samples from the failed "factory 12hr xylene standard" protocol were not provided. Additionally, the type(s) and size(s) of the patient tissue samples being processed in the affected run was also not provided. Investigation of this complaint found the instrument functioned as designed during execution of the "factory 12hr xylene standard" protocol started in retort b at 14:30pm on (B)(6) 2021, which failed at 22:56pm on (B)(6) 2021 in association with the generation of event code "104", when the bottom lls in retort b unexpectedly detected reagent at the completion of a drain in step 6 of 13 of the protocol. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a combination of the following factors: the patient tissue samples in the 125 cassettes from the failed run remaining in retort b filled with the reagent from bottle 8 (ethanol) at a concentration of 97.1% for 8 hours and 19 minutes until a user intervened, despite both the local and remote alarms being activated when the run failed. Filling of the retort with the reagent detailed is the prescribed software workflow when event code "104" was generated because the bottom lls in retort b unexpectedly indicated reagent in the retort at the completion of a drain in step 6 of 13 of the protocol, although the pressure in the retort had decreased sufficiently to suggest that the retort was empty. The root cause of the retort b bottom lls unexpectedly detecting reagent in the retort at the completion of the retort drain detailed could not be established from the information available. Contributing factors may have been either the presence of residue on the lens of the retort b bottom lls or incorrect placement of a reflective object(s) in the retort interfering with the detection of reagent by the retort b bottom lls. It was noted that both the <retort fill level> and the <bottle fill level> for this instrument have been set by the laboratory as "2 baskets". The regimen used by the laboratory to continue processing of the patient tissue samples in the 125 cassettes from the failed affected run, which was not provided. Additionally, the type(s) and size(s) of the patient tissue samples being processed in the affected run was also not provided.

Event description:
On 14 september 2021, the complainant contacted a representative of the local distributor (cytomed) and the following information was reported to leica biosystems on 22 september 2021 in relation to peloris ii rapid tissue processor serial number (B)(4): " recently I had a call from vip customer, the call was regarding the machine stuck in the reagent during the tissue processing, which effecting [sic] on the tissue quality." On 27 september 2021, leica biosystems melbourne received the following information from the local distributor (cytomed) senior service engineer in relation to the patient impact/outcome: "31 patients effected [sic]/ 1 cases reported advised repeat biopsy/ 17 reported to date / remaining are not yet reported."